Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm on 04/07/2024. The patient had a malfunction 2 days after the sensor was inserted in the arm. The patient did not report a specific malfunction but did allege that the cgm (continuous glucose monitor) device was not working as intended which contributed to the hyperglycemic event. On 4/9/2024, the day of the event, the patient was feeling unwell and called her mother for help. The patient lost consciousness after this, and an ambulance was called by the mother. The patient was brought to the hospital and when a fingerstick was taken, the blood glucose reading was 850 mg/dl. The patient was diagnosed with diabetic ketoacidosis, and received treatment, but as the patient was unconscious at that time, the patient did not remember which treatment. The patient was admitted for a total of 6 days. At the time of the report the patient had recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia, loss of consciousness and diabetic ketoacidosis.